Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds along the length of the embolization coil. The pod pc was returned with the embolization coil outside its introducer sheath, and therefore, some of these offset coil winds may have occurred from the returned condition. Resistance was encountered while attempting to retract and advance the pod pc pusher assembly through its introducer sheath, and the pusher assembly could not be moved at all. Based on the returned condition, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a hepatic varix using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the technician encountered resistance while advancing the pod pc through the introducer sheath. The pod pc was pulled back and another attempt to advance it was made; however, resistance was encountered in the same position. The physician decided to remove the pod pc and was unable to fully re-sheath it. The procedure was completed using additional pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.